Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a seared turret, likely from wear and tear damage with increasing use/time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the front panel was blinking due to the engine of the mesh turret failing. The mesh turret also presented traces of corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The customer reported to olympus that all the light emitting diodes (leds) on the evis exera ii xenon light source device were flashing. The issue was found during preparation for use and there was no procedural involvement. There were no reports of patient harm.